Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient stated that the pain from the procedure was getting worse. The site was a little red and inflamed. The physician performed an early lead pull and the patient was placed on a course of antibiotics. The patient was doing well.